Manufacturer narrative:
Based on the claim against the product by the customer noting the insufflation tubing connection area snapped mid procedure, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product involved with this event has been requested to be returned for analysis. However, as of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the insufflation tubing connection area snapped mid-procedure. There was no manipulation from the staff. The connection cracked off, leaving a small plastic piece that was dangerous and could potentially be lost in the patient. The customer had to obtain a new trocar top. Insufflation was completely lost. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the accessory was not inspected prior to use as it was a trocar top so the customer did not think it needed to be inspected. No fragments fell inside the patient. There was no surgical intervention required due to insufflation leakage. The procedure was completed robotically but the customer had to get a new top, new tubing, and lost insufflation.